Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a bad pneumatic module. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. The full event site name is (B)(6) hospital.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) had a bad pneumatic module. There was no patient involvement.

Manufacturer narrative:
.

Manufacturer narrative:
The getinge service territory manager (stm) that encoutered the issue replaced pneumatic interface module, tidal volume disk and safety disk. All supplied by the customer, pim, safety disk and tidal volume disk which were part of the pim assembly. Completed calibration, safety, and functionality check per the service manual and passed to factory specifications. Returned for clinical service upon completion. The removed pneumatic interface module was returned to the failure analysis and testing department(fat) for investigation. The failure analysis and testing dept. Received pneumatic interface module with a reported unit failure of the pim failing and showing numerous 37 faults. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pneumatic module assembly in cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. Part was showing connection errors and was unable to start the pneumatic tests. This verifies the reported failures. Retaining the part in the failure analysis and testing department per procedure.